Event description:
Pt in for screening colonoscopy. The pentax colonoscope was checked prior to the procedure starting and was working appropriately. Midway through a very difficult colonoscopy, the picture on the monitor developed horizontal lines with sporadic flashes of light, which made the picture very difficult to see. The procedure was completed with no harm to the pt.